Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ creases were observed. ¿ deformation observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side replacement with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown as well as glandular ptosis. Healthcare professional additionally reported that the baker grade of the capsular contracture is iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side replacement with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown as well as glandular ptosis. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.